Event description:
The user reported that the unit shorted out. Our inspection found a cut in the cord near the switch that caused the short.

Manufacturer narrative:
The user reported that the unit shorted out. Our inspection found a cut in the cord near the switch that caused the short. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. This particular pad showed signs of use outside the instructions as the pad was folded and bunched with the cord bent significantly.